Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 03.010.093 lot number: a7qa22 manufacturing site: tuttlingen release to warehouse date: week 22, 2007 a review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 12 years old). Visual inspection: visual inspection of the returned device performed at customer quality (cq) shows device is broken at the distal tip. The break is jagged and oblique. No new issues were identified. A device failure was identified. Dimensional inspection: measured dimensions: conforming document/specification review: the following documents were reviewed as part of this investigation: - reaming rod push rod with ball handle - reaming rod push rod - 3.0mm rod based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown, most likely excessive force was used during use resulting in the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6)2020 that the rod pushers do not fit properly through the reaming rod because one is bent and the other is too big. A replacement rod pusher was used to complete the procedure successfully with a surgical delay of five (5) minutes. Concomitant device: unknown reaming rod (part # unknown, lot # unknown, quantity # 1). This report is for one reaming rod push rod with ball handle. This is report 2 of 2 for (B)(4).